Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received software error detected alarm. The customer's blood glucose was 140 mg/dl at the time of incident. The customer could not do anything with the insulin pump. The product will not return for analysis.